Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample with anti-d of erytype s abd+rev.a1, b on tango infinity. The customer stated that it is a new patient with no history. The patient sample yielded weak positive respectively negative results with anti-d of erytype s abd+rev.a1, b on tango infinity. The patient sample was also tested manually and yielded a positive reaction with an anti-d reagent. The customer returned the patient sample that had caused a false negative reaction for investigational testing but not the supposedly defective product. Therefore our quality control laboratory tested the patient sample with their retention sample of erytype s abd+rev.a1, b on tango infinity and could confirm the customer´s result. The patient sample was also tested in the tube technique and yielded a positive reaction after incubation and in the indirect anti-globulin test (iat). Due to the test results we strongly assume that the rh(d) factor of the patient is weak d respectively d variant. Therefore the sample was sent for molecular rh(d) typing to an external laboratory. We are still waiting for these result. Additionally the retention sample of erytype s abd+rev. A1, b was tested with different donor samples. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by the quality control laboratory confirmed the correct function of the allegedly defective lot of erytype s abd+rev.a1,b. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot.

Event description:
The customer reported a false negative reaction of a patient sample with anti-d of erytype s abd+rev.a1, b on tango infinity. The customer stated that it is a new patient with no history. The patient sample yielded weak positive respectively negative results with anti-d of erytype s abd+rev.a1, b on tango infinity. The patient sample was also tested manually and yielded a positive reaction with an anti-d reagent. The customer returned the patient sample that had caused a false negative reaction for investigational testing but not the supposedly defective product. Therefore our quality control laboratory tested the patient sample with their retention sample of erytype s abd+rev.a1, b on tango infinity and could confirm the customer´s result. The patient sample was also tested in the tube technique and yielded a positive reaction after incubation and in the indirect anti-globulin test (iat). Due to the test results we strongly assume that the rh(d) factor of the patient is weak d respectively d variant. Therefore the sample was sent for molecular rh(d) typing to an external laboratory. The result is rhd *dar 1.1 (rhd *09.01.01). The molecular typing result confirms that the patient does not have a normal expressed rh(d) antigen. This is a possible explanation for the serological test results with erytype s. Due to the external result and the fact that the instruction for use contains an appropriate reference ("category vii and very weak expressions of the d antigen (d weak with very few receptors) will give weakened or negative reactions with the anti-d reagents on this strip) no further actions were initiated. Additionally the retention sample of erytype s abd+rev. A1, b was tested with different donor samples. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by the quality control laboratory confirmed the correct function of the allegedly defective lot of erytype s abd+rev.a1,b. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. The affected tango infinity was inspected by our field service engineer. No indication for an instrument malfunction could be identified. The service engineer confirmed a proper function of the instrument by metrology qualification.

Manufacturer narrative:
This is our final report on this incident.